Manufacturer narrative:
The condition of failure code 810:11 was confirmed but not duplicated due to an out of calibration air-in-line printed circuit board. The air-in-line printed circuit board was calibrated and verified. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). There is an ongoing CAPA investigation, (B)(4) associated with this report. Baxter has found that similar reports have been received for the reported problem. The device has not been previously sent into service for the reported condition of "810:11 error code".

Event description:
The facility representative reported a colleague infusion pump with "810:11 error code." It is unknown when or where the reported condition occurred. There was no report of patient involvement, injury or medical intervention necessary. During review of the event history it was determined that the reported condition occurred during delivery causing an interruption of delivery. This device utilizes user interface module master software version 6.13.90 categorized as unremediated.